Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After plain old balloon angioplasty was performed, a 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the device was removed from the patient's body and it was confirmed that the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.